Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. It was concluded that the issue was with the proximal coil. The device and lead vector was reprogrammed to distal coil to can and defibrillation threshold (dft) testing was performed and was successful at 17 joules with an impedance measurement of 55 ohms. The system remains in service. No additional adverse patient effects were reported.